Manufacturer narrative:
(B) (4).

Event description:
The patient laid on her left side and felt the deep brain stimulator move. Afterward, she experienced a return of tremor. The patient was seen in clinic. Palpation did not cause stimulation changes. The lead-extension connection appeared to be little low on one side. Measured at 4.0 volts, bipolar impedances were all 3672 ohms (high end of normal); the current was less than 15 microamperes on left side (electrodes 0-3). Impedance measurements were normal on the right side (4-7). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.